Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the outer hose came apart and the inner hose is also loose. Temperature, noise, and speed tests all failed. The device was repaired by replacing several components.

Event description:
Customer reported that the locking part does not work well, the cutter does not stay in place when locked in, and the hose is torn. This is report 1 of 1 for complaint (B)(4).